Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a telemetry system fault and battery system fault were recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the reported clinical observations.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This device was explanted and returned for analysis. No additional adverse patient effects were reported.